Event description:
A surgical technician reports the posterior capsule tore during insertion of the intraocular lens. Enlargement of the incision was required to accommodate removal of the lens. Another lens was placed in the sulcus without difficulty followed by one suture. Additional information has been requested.